Manufacturer narrative:
The device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the body of a 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. There was no reported patient injury. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. Four images were provided, showing blue flakes on a blood-soaked surgical towel, cracks on the catheter body and strain relief, and yellowish discoloration to the hub. The devices will be returned for evaluation.

Event description:
The device was returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the body of 5f tempo angiographic catheters was peeling off, appearing as though it was decomposing. It was further reported that additional devices from the same lots and skus exhibited similar peeling, with approximately nineteen devices affected. It was confirmed that the remaining devices were sterile and exhibited the same failure. Devices are stored in the warehouse along with other medical devices. Ozone is not used to disinfect, and it is not used in any areas such as procedure or storage rooms. The cath tempo 5f h3 100cm device was received as one sterile unit in the original pouch placed inside a plastic bag and was unpacked for visual inspection. The pouch seals were intact with no evidence of compromised sterility. Visual inspection of the catheter identified degradation conditions on both the body and the strain relief, with no other outstanding details or anomalies observed. During the product evaluation of the reported complaint, the unit was confirmed to exhibit degradation characteristics on the strain relief and the body of the device, and based on these findings, the complaint was escalated for further investigation. The reported ¿catheter (body/shaft) ¿ degradation¿ and ¿strain relief ¿ degradation¿ was observed during the product evaluation. Based on the available information, the specific cause of the degradation could not be determined. Potential contributing factors include storage or handling conditions within the reporting facility or factors associated with the manufacturing process of the unit. Users are trained to inspect products for signs of damage prior to and during use, and any product showing damage is not to be used. The product labeling includes information for safety intended to make users aware of such risks. According to the instructions for use (IFU), ¿store in a cool, dark, dry place. Do not use if package is open or damaged. Do not expose to organic solvents.¿ while this guidance mitigates risks associated with storage and handling, it does not eliminate the potential for degradation. Because a potential link to the manufacturing process could not be excluded, an investigation has been initiated to further evaluate potential contributing factors and implement further actions as appropriate. No additional actions will be taken at this time.